Manufacturer narrative:
Transmitter failed transmitting due to damaged cow catcher corners and damaged contact pin. See manufacturer report number 2032227-2014-07944 for sensor.

Event description:
Customer reported that he experienced high blood glucose of 440 mg/dl. Customer reported that he was concerned about the transmitter not functioning. Customer stated that no damage was found in the connection bridge. Test plug procedure performed and customer stated that the led light did not blink on and off for ten seconds. It did blink on removal from charger. Last blood glucose value was 150 mg/dl. Nothing further reported.